Manufacturer narrative:
A follow up was performed with the biomedical engineer, and the responder verified that device's blower was fluctuating on and off and was related to the tidal volume not being displayed. The investigation is ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the tidal volume. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not displaying the tidal volume. The biomedical engineer reporting testing the device, and the pressure and flow were not consistent. The rse recommended replacing the gas delivery system (gds) and provided the customer with the part number. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A follow up was performed with the biomedical engineer, and the responder reported they were no longer contracted to service the device. At the time the contract had expired. No further details were provided regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.